Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced high blood glucose. The customer¿s blood glucose level was 27.4 mmol/l. Customer's other blood glucose was 21.7 mmol/l. The customer was treated with manual injection. Troubleshooting was done for high blood glucose. Customer has not been using insulin pump system within 48 hours of reported high blood glucose event. Customer did experienced nausea, vomiting, abdominal pain, difficulty breathing. It was unknown if the customer was using auto mode or not. The insulin pump will not be returned for analysis.